Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2317-50 serial/lot#: (B)(4) description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient was experiencing dizziness and vomiting. It was assumed that the patient had a cerebrospinal fluid (csf) leak after a permanent implant procedure. The patient was treated with a blood patch. The patient was reportedly doing well postoperatively.